Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00237 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen co-access electrode system were used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, a 2cm renal mass situated in the inter-polar region of the left kidney was to be ablated. After introducing the electrode, a hematoma developed. It is not known if intervention was required to treat the hematoma. A second introducer was placed to improve the line of vision. The electrode was then successfully placed and the ablation began following the standard 3cm algorithm. The ablation was performed by administering two 15 minutes rounds of treatment. At the conclusion of the second treatment, roll-off had not been achieved so a CT scan was performed. However, there was no visible confirmation that the ablation had been successful. The physician indicated that there was no characteristic umbrella shape burn and no sign that the lesion had been affected. The account reported that the equipment appeared visually sound. Additionally, the physician indicated that the lesion was highly perfused with a good supply of blood. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. The insulated cannula was returned attached to the electrode and it was able to be removed without issue. Functionally, the array was able to be extended and retracted. However, slight resistance was encountered during actuation. When extended, the array tines were found to be bent and unevenly spaced (likely damaged due to operational context). Continuity of current was confirmed with the electrode, the array, and the cord which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event of insufficient roll-off. However, the directions for use (dfu) document notes that "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance." Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4), no code available (insufficient roll-off). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00237 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, a 2cm renal mass situated in the inter-polar region of the left kidney was to be ablated. After introducing the electrode, a hematoma developed. It is not known if intervention was required to treat the hematoma. A second introducer was placed to improve the line of vision. The electrode was then successfully placed and the ablation began following the standard 3cm algorithm. The ablation was performed by administering two 15 minutes rounds of treatment. At the conclusion of the second treatment, roll-off had not been achieved so a CT scan was performed. However, there was no visible confirmation that the ablation had been successful. The physician indicated that there was no characteristic umbrella shape burn and no sign that the lesion had been affected. The account reported that the equipment appeared visually sound. Additionally, the physician indicated that the lesion was highly perfused with a good supply of blood. The patient's condition at the conclusion of the procedure was reported as being okay.